Event description:
It was reported that intermittent loss of ventricular sensing due to noise was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.